Event description:
It was reported that during a low anterior resection, the device was fired on the first firing at the colon with a blue cartridge. The surgeon cut the tissue and removed the device. There were no staples and the rectum opened completely. The surgeon used a purse string and created a temporary ileostomy. The surgeon stated that the patient will only have the temporary ileostomy for about three months or until the site is healed. The patient is stable.

Manufacturer narrative:
(B)(4). Note: device analysis was initially sent with report # 3005075853-2012-00525. It was later determined that these two reports were duplicate events. The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Customer did not release device for analysis the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
.

Manufacturer narrative:
(B)(4). Additional information: at what location on the tissue was the device used? Lar rectal stump. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. Was the staple line inspected for integrity prior to transecting the tissue? No. Surgeon cut after she fired. Did not remove stapler before firing. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Typical. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Do not know. What was the patient s pre-op diagnosis? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is a pathology specimen and/or report available? No. Do you know if the customer will release the device for analysis? No. What is the age and sex of the patient? Do not know. Do you know the current status of the patient? Patient ended up having an ostomy. Surgeon said she fired the device down at the rectal stump and no staples had engaged. As a result, transaction opened up and patient had to have an ostomy. Surgeon was sure she fired. After inspection of the device the following day, [sales rep] noted that it had been fired.

Manufacturer narrative:
(B)(4). It was confirmed that this report was also reported under # 3005075853-2012-00525. Report # 3005075853-2012-00525 has been voided as a duplicate of this event. Additional information: on what tissue type was the device used? At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? Unk. What color cartridge (white/blue/green) was used? Blue. Was buttressing material utilized? Unk. Were any difficulties encountered when closing on the tissue? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Unk. Were any unexpected noises heard? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. Was there any difficulty removing the device from the tissue? Unk. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No staples deployed. Was proximal and distal control maintained on the tissue during the firing sequence? Unk. Was the staple line inspected for integrity prior to transecting the tissue? Unk. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unk. Was a leak test completed? Unk. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unk. Was the firing to close a side by side anastomosis? Unk. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk. Is a pathology specimen available? Unk.